Event description:
The customer reported the unicel dxc 800 synchron system had leaking reagent probe a and aspartate aminotransferase (ast) and alanine aminotransferase (alt) blank rate errors. The leak was about 10 cc and contained to the instrument. Customer reported no erroneous results generated and no exposure. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause was the collar wash valve of the reagent probe a. Fse resolved the leak and the ast and alt blank rate errors by replacing the valve. The beckman coulter internal identifier for this event is (B)(4).